Event description:
Customer's wife called and said that around 1:30am her husband tested his blood sugar. The reading was around 480 mg/dl. The customer took insulin and fell into a diabetic coma around 3:15am. First responders arrived at 3:25am to transport customer to the hospital. Paramedics obtained a blood glucose reading of 34 mg/dl. Customer service offered to troubleshoot, but the customer did not have a check strip or control solution. Customer had also used the last strip in the box. Customer service advised customer's wife of correct blood sampling technique and sent a replacement meter.